Event description:
It was reported, that the patient presented to the emergency room, due to being shocked inappropriately (B)(6) times. Programming changes were performed. Further information was requested. However, was not provided.